Event description:
The customer reported to baxter a clearlink system buretrol solution set in which a no flow occurred. According to the report, the nurse was attempting to administer an unknown antibiotic to a neonate via a sigma spectrum infusion pump, and soon after the infusion began the set started experiencing no flow conditions due to kinks in the tubing. The tubing kept collapsing and making the infusion stop. Because of this, the nurse changed out the tubing 2 more times and this same condition occurred again (3 total sets used). On the third set, the nurse vented the set by connecting a luer-locking syringe without the plunger to the clearlink adapter on top of the buretrol chamber. This allowed enough air to be introduced so the tubing would not collapse on itself. When the reporter examined the sets after the infusions were complete, it was noticed that all of them had 5 very pronounced kinks where the tubing was coiled (one strong one at the junction of the buretrol chamber and the tubing) and 3 other less pronounced kinks. There was no patient injury or additional medical intervention associated with this event. This is report 3 of 3 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.